Event description:
Material #:2465-0007, batch#:24055589. It was reported by customer that when medication was made/mixed by pharmacy and tubing primed with 0.9%ns and sent out to the nurse for administration. When she went to hang the tubing, it snapped, and drug leaked a small amount verbatim: rcc received a complaint via email. Email(s) attached. Product: bd alris pump infusion set smart site bag access non-vented ¿ ref (B)(4) lot: (10)24055589. Expiration date: 05/27/27. Drug involved: opdivo and sodium chloride 100 ml. Issue: the medication was made/mixed by pharmacy and tubing primed with 0.9%ns and sent out to the nurse for administration. When she went to hang the tubing it snapped and drug leaked a small amount. I have the tubing available for return for investigation.

Manufacturer narrative:
It was reported by customer that the tubing, it snapped, and drug leaked a small amount. No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2465-0007 lot number 24055589 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that when medication was made/mixed by pharmacy and tubing primed with 0.9%ns and sent out to the nurse for administration. When she went to hang the tubing, it snapped, and drug leaked a small amount.